Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The unit was determined to be fully functional.

Event description:
The customer reported that the device gives higher readings when compared to other devices. No consequences or impact to patient were reported.